Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, inhibiting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak. Update and/ or corrections to the following: date of this report, manufacturer receive date, type of report, type of reportable event , type of follow-up, manufacturing narrative/ corrected data.

Event description:
Deflation resulting in explantation.